Event description:
A stent was attempted to be used for a patient, but it was removed from the balloon catheter when taken out of the packaging. It came out with the stylette. Thus, the stent was not able to be deployed into the patient. No harm occurred to the patient.